Event description:
It was reported that the patient complained of pocket stimulation. The atrial lead impedance was elevated causing the device to polarity switch. Noise was observed and both atrial and ventricular channels. The entire system was removed and replaced. Patient condition was stable.

Manufacturer narrative:
External insulation abrasion was noted at 15.1-15.2 cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.